Event description:
Patient taken to operating room for planned epiretinal membranectomy. Surgery was in progress and icg had been injected to stain the retina. The new constellation machine gave an error code 3099 fluid failure. The icg was flushed with bss in syringes. The retina was discovered to be detached and the patient required unexpected laser and silicone oil placement.